Event description:
It was reported that the tip of the guide wire was stretched and wavy when removed from the packaging. Reportedly the device was not used in the pt. It was revealed on investigation that the tip of the guide wire had separated. This MDR is being filed on investigative findings.